Manufacturer narrative:
Date of birth: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR#2134265-2017-08629. It was reported that a balloon rupture occurred. The target lesion was severely calcified. A 20mm x 2.00 quantum apex and 15mm x 3.00 mm quantum apex balloons ruptured during the procedure. No patient complications were reported.